Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000162738. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced an epidural hematoma. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. The patient reported to have loss of motor and sensory post procedure. Investigation was unable to determine which lead attributed to this issue.